Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of manufacturing investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Covidien region reports via e-mail, the client reports blood was drawn into the syringe during an injection. She then pressed the emergency button, but claims that the machine did not stop.